Manufacturer narrative:
Analysis: mckinley's service technician evaluated the pump and was unable to duplicate the reported malfunction. There was no evidence of wear or damage. When tested per mckinley servicing procedures, the pump functioned within specification throughout the normal range of operation. The under-delivery cannot be confirmed. Cause of failure: the reported malfunction could not be duplicated and a cause could not be determined.

Event description:
Mckinley medical has filed this report after becoming aware of a reportable event with an ambulatory infusion system. A customer reported that an electromechanical ambulatory infusion pump under-delivered medication during an infusion regime.